Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states. This case, with patient identifier (B)(6), is related to case with patient identifier (B)(6).

Event description:
It was reported that the customer experienced an allergic reaction with the flexlink infusion sets. The caller reported that two days after insertion of the cannula the customer's site displayed swelling, redness, and a secretion of pus. The customer's insertion site was on the stomach. On (B)(6) 2018 the customer went to the dermatologist. The dermatologist performed a culture, and determined that the customer had (B)(6) coagulase. The customer was prescribed cephalexin 500 mg/ 1 tablet every 6 hours for 7 days. The caller reported that this occurred with two different boxes; lot 5160978 - expiry date 10/2018 and lot 5168723 - expiry date 10/2018. The infusion sets were requested to be returned for product evaluation.

Manufacturer narrative:
The customer returned the product to their local roche affiliate. The affiliate has not returned the product to the manufacturer and is unable to locate the product to return it now. The manufacturer tested retention product of the same lot number and all testing passed.